Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pump complaint of accu watchdog failure was unable to be duplicated during occlusion testing. The event log revealed primary audible alarm bgnd test found in ehl and acu watchdog failure found in ehl as sympathy alarm to primary alarm. Unknown cause of event as j 9 was fully seated and glue was applied to connector. Preventative action was taken on j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Replaced speaker as preventive measure. Power up process and all the functional tests passed. Other maintenance done included replacing damaged left plunger case (broken off standoff). Cleaned, greased and calibrated the device.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pump malfunctioned alarm watchdog failure. No patient adverse events reported.